Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2019 with the following findings: during investigation, the alleged keypad issue was unable to be duplicated during investigation. No damage or peeling was found to the keypad. All keys were responsive. The keypad was removed and no evidence of contamination was found on the button contacts. Unrelated to the original complaint, the battery compartment had a leak with evidence of moisture corrosion on the keypad connector, on the display board, and in the battery compartment. The battery compartment was cracked below and above the grip pad. Additionally, the display was dim and pink.